Event description:
It was reported to boston scientific corp, that an alliance ii integrated inflation system was used during an esophageal dilatation procedure performed in 2009. According to the complainant, a cre balloon was inflated to 3atm with the alliance syringe. As the balloon was inflated, the gauge needle shifted to the corresponding pressures. However, as the balloon was deflated, the gauge pressure dropped. However, the gauge needle became stuck at 2atm. The balloon was able to be fully deflated and the procedure was completed with another alliance inflation syringe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.